Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5079814) on (B)(6) 2018. The most recent information was received on (B)(6) 2018. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("labor like pains daily") in a female patient who had essure (batch no. B21579,b66023) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included codeine, cyclobenzaprine, docusate sodium (stool softener), famotidine, fish oil (krill oil), ibuprofen, methocarbamol, multivitamin, naproxen, paracetamol (acetaminophen) and simeticone (gas-x). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, disability and intervention required), tooth loss ("tooth loss"), alopecia ("hair loss"), fatigue ("fatigue /tired all the time"), decreased appetite ("loss of appetite"), visual impairment ("vision problems"), neck pain ("neck pain"), hypoaesthesia ("numbness in my limbs"), muscle twitching ("face twitching"), back pain ("back pain") and vaginal haemorrhage ("vaginal bleeding"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, tooth loss, alopecia, fatigue, decreased appetite, visual impairment, neck pain, hypoaesthesia, muscle twitching, back pain and vaginal haemorrhage outcome was unknown. The reporter considered alopecia, back pain, decreased appetite, fatigue, hypoaesthesia, muscle twitching, neck pain, pelvic pain, tooth loss, vaginal haemorrhage and visual impairment to be related to essure. Lot number: b21579 man date:(B)(6) 2013. Exp date: 2016-04. Lot number: b66023 man date:(B)(6) 2013. Exp date: 2016-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
Spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("labor like pains daily") in a female patient who had essure (batch no. B21579; b66023) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included codeine, cyclobenzaprine, dimethicone, activated (gas-x), docusate sodium (stool softener), famotidine, fish oil (krill oil), ibuprofen, methocarbamol, multivitamin, naproxen and paracetamol (acetaminophen). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, disability and intervention required), tooth loss ("tooth loss"), alopecia ("hair loss"), fatigue ("fatigue /tired all the time"), decreased appetite ("loss of appetite"), visual impairment ("vision problems"), neck pain ("neck pain"), hypoaesthesia ("numbness in my limbs"), muscle twitching ("face twitching"), back pain ("back pain") and vaginal haemorrhage ("vaginal bleeding"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, tooth loss, alopecia, fatigue, decreased appetite, visual impairment, neck pain, hypoaesthesia, muscle twitching, back pain and vaginal haemorrhage outcome was unknown. The reporter considered alopecia, back pain, decreased appetite, fatigue, hypoaesthesia, muscle twitching, neck pain, pelvic pain, tooth loss, vaginal haemorrhage and visual impairment to be related to essure. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.